Manufacturer narrative:
A steris service technician arrived at the user facility following the reported event to inspect the system 1e and uv light assembly. The technician's evaluation noted that a red indicator light was flashing on the uv light assembly indicating that the unit's cooling fan had become inoperable. The technician replaced the uv assembly's cooling fan and inspected the uv assembly power supply. Contrary to the facility's report, the technician did not observe any evidence of charring or smoke damage on the uv power supply. In addition, there was no evidence of a short circuit in the system 1e processor. The technician replaced the uv assembly power supply, tested the system 1e and uv light assembly and confirmed the unit was operating according to specification. No further issues have been reported.

Event description:
The user facility reported that smoke was emitting from the uv light assembly power supply connected to their system 1e processor. No injuries, procedural delays, or cancellations were reported.